Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
It was reported that the image turned gray and fuzzy and then disappeared during a procedure. This may cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.